Manufacturer narrative:
Evaluation summary: device a was returned with the firing trigger jammed halfway, otherwise in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was broken and two short rack teeth were damaged. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. Device b was returned closed, in good visual condition and loaded with a half partially fired cartridge that was noted to be in good visual condition and with the lock out in normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, one firing trigger tooth and the left shroud pinion axle support were damaged.

Event description:
It was reported that during an lavh procedure, some of the devices were pulled out of the packaging with the closing lever and firing lever stuck together. The outer devices fired 1 or 2 times and the levers stuck together. Case completed without patient consequences. The procedure was extended by one hour.